Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was experienced high blood glucose due to under delivery of insulin. Blood glucose at the time of event was 422 mg/dl. Customer had been used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active at time of high blood glucose event. Customer treated for high blood glucose with injections. Customer reported that site was changed every two to three days. Insulin pump did not worn during magnetic resonance imaging and did not exposed to strong magnetic field. Customer decline to perform high pressure test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.